Event description:
A report that a pt had a pocket revision due to difficulties healing was received. The pt had been affected by diabetes causing the inability to heal properly. The pt experienced sores and drainage around the pocket site. The physician chose to replace and relocate the ipg to the other side of the pt's body. The pt was treated with oral and IV antibiotics (vancomycin). The pt is reportedly doing well following the procedure.